Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals were observed to be cracked prior to loading. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report # 2242352-2012-01057 for the related report.

Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage. There was no evidence of blood on the device. The delivery device was returned inside of the loading device. The tension spring assembly was inside the delivery device tube. The seal was extended outside of the delivery device tube and was located under the window, unfolded; the seal remained anchored to the tension spring assembly. The seal had cracked along the second and third rows from the edge and along the fourth row from the center. Based upon the eval results, the reported complaint was complaint. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).